Event description:
It was reported that prior to starting a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer encountered an error 170. Before calling the technical support engineer (tse), they had cleaned the blue fiber cable (bfc) connections, but the issue persisted. The tse verified the error was pointing to a communication issue between the tower and blue fiber port used for robot connection (port 2). The tse guided the caller to swap bfc ends between console and robot and the error came back pointing to bfc port used for robot (port 1). They will use a spare da vinci xi system to perform the procedure as they do not rely on system reliability. The procedure was aborted to another da vinci prior to patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc), the blue fiber receptacle, and the blue fiber pigtail in the robot. The system was tested and verified as ready for use.